Event description:
It was reported that the patient was "very loose" after flying to (B)(6) on (B)(6) 2012 and was on the plane for about 13 hours. He was not in withdrawals, but he had a hard time walking. The health care provider (hcp) was concerned the flow rate of the pump was affected by the long flight to (B)(6). They indicated that they did not change the dose when the patient was seen tuesday, (B)(6) 2012, but did change the time frame to match (B)(6) time. The patient¿s pump contained baclofen 500 mcg/ml at a daily dose of 183.6 mcg/day. Hcp hoped the patient had his last telemetry reading with him. The patient had enough drug in the pump to last until (B)(6) 2013. Hcp suspected that what was happening was that "the pump adjusted itself due to the atmospheric pressure change from the 12 hour plane flight: ¿this lower pressure from high altitude exposure can cause the pump to increase the flow rate. In rare instances, this can cause the pump to deliver a higher dose up to 14.5% higher. The pump should adjust down after the plane flight; however, sometimes it can stay up for a bit. The elevation of vicenza is only 128 feet above sea level so it should stabilize. However, it was recommended that the patient see the physician contact in (B)(6). If the patient¿s weakness still continued, then the physician in (B)(6) should decrease the dose of the pump¿. It was later reported that the patient¿s spasticity was due to a medical condition unrelated to the pump system. The patient was hospitalized due to the condition, which was noted as ¿non-serious,¿ but the patient recovered without injury.

Manufacturer narrative:
Catheter serial/model: unk; implant/explant: unk. (B)(4).